Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an infusion set tubing detachement event on (B)(6) 2025. Patient also experienced the bleeding at the time of the event. No further information available.